Manufacturer narrative:
429678, lead implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while implanting the cardiac resynchronization therapy defibrillator (crt-d) the setscrew was disengaged, the physician could not engage the setscrew with the wrench, and the setscrew was not pointed in the correct direction. A new crt-d was used and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device had a damaged connector, set screw and grommet. The returned device indicated foreign material on set screw as well as a loose/detached set screw. If information is provided in the future, a supplemental report will be issued.